Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed as a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 25 - removed cartridge alarm) occurred during the load sequence. There was no impact to the user's blood glucose level. The user loaded a new cartridge and resumed insulin delivery.